Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire fracture occurred. The lesion was located in the moderately tortuous mid right coronary artery (rca). The lesion was 99% stenosed and severely calcified. During platforming of the rotablator burr outside the pt in preparation, the floppy rtw guide wire fractured at the "mid-shaft" section. The rotational speed was 180,000 rpm. The floppy rtw guide wire was exchanged for a new floppy rtw guide wire, but the physician was unable to advance the wire into a 1.75mm burr. A new burr was advanced successfully with the floppy rtw guide wire and the procedure was completed. No pt injuries or complications were reported. The pt's current status is reported as "no problem."